Event description:
It was reported to philips that the system unable to perform geometry movements. System was in clinical use at the time of event. No harm was reported to philips. Philips has started investigation of this complaint.